Manufacturer narrative:
Investigation results: visual investigation: in the first step we made a visual inspection of the hexagon of the screw. The hexagon is in a proper condition, the flanks show no deformation or broken off edges. In the second step we investigated the bottom of the screw. No damage was found here, but the typical sickle shaped wear pattern is only faintly visible. At last, we investigated the thread of the screw. The thread is in proper condition and show no signs of deformation or defects. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: since we have recognized that the screw has not the typical sickle shaped wear marks at the bottom, it can be assumed that the screw was not completely screwed in with the necessary torque when it was inserted. Therefore, we assume a usage related error. Since the production documents show no deviations to the specification during the time of production, a material failure or a manufacturing error can be excluded. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably usage-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: involved components: (B)(4) - sy835ts/ennovate polyax.screw 6.5x50mm fenestr. - lot 52781368, (B)(4) - sy824ts/ennovate polyax.screw 5.5x45mm fenestr. - lot 52719908, (B)(4) - sy835ts/ennovate polyax.screw 6.5x50mm fenestr. - lot 52786423, (B)(4) - sy824ts/ennovate polyax.screw 5.5x45mm fenestr. - lot 52763686, (B)(4) - sy910ts/ennovate mis straight rod 5.5x100mm - lot 52744467, (B)(4) - sy910ts/ennovate mis straight rod 5.5x100mm - lot 52758009.

Manufacturer narrative:
Additional information: b5 - involved components, d9 - product receipt date, d10 - involved components.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, the lock nut loosened 2 months after surgery. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).